Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. A stylet insertion test passed without issue - indicating no blockage in the lumen. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Correction to field f10 impact codes and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead was perforated. During the follow up check, the sensing could no longer be measure in this rv lead and was uncaptured at 7.5 volts at 0.4 milli seconds. Perforation was confirmed via x ray and surgically explanted by drainage and thoracotomy. This rv was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was perforated. During the follow up check, the sensing could no longer be measure in this rv lead and was uncaptured at 7.5 volts at 0.4 milli seconds. Perforation was confirmed via x ray and surgically explanted by drainage and thoracotomy. This rv was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. A stylet insertion test passed without issue - indicating no blockage in the lumen. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was perforated. During the follow up check, the sensing could no longer be measure in this rv lead and was uncaptured at 7.5 volts at 0.4 milli seconds. Perforation was confirmed via x ray and surgically explanted by drainage and thoracotomy. This rv was replaced. No additional adverse patient effects were reported.